Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening. Loosening occurred at the cement/implant interface. Cement manufacturer is unknown. On (B)(6) 2013: the patient underwent a right total knee arthroplasty. Attune implants were utilized with unknown manufacturer cement. Patella was resurfaced. No intraoperative complications were noted. On (B)(6) 2016: the patient underwent a revision of the right knee for suspected loosening. Intraoperatively, surgeon noted the tibial tray loose at implant-cement interface. The femoral components were found well fixed. Surgeon notes osteolysis around edges of patella and clinically determines enough bone stock is present to revise patella. All components (patellar, femoral, tibial, insert) were replaced with depuy revision tc3 knee system with unknown manufacturer cement. No intraoperative complications were noted. On (B)(6) 2019: the patient underwent a revision under different surgeon of the right knee for suspected loosening. Medical record does not indicate if loosening was confirmed intraoperatively or indicate any implant failures. The patella was left intact. All other components (femoral, femoral fluted stem, femoral medial and lateral augments, tibial tray, tibial sleeve, tibial fluted stem, insert ¿ listed on page 11 of medical record ad (B)(6) 2019) were replaced. This complaint captures the first revision. Doi: (B)(6) 2013. Dor: (B)(6) 2016 (patella, femoral, tibial, insert). Dor 2nd: (B)(6) 2019 (femoral, femoral fluted stem, femoral medial and lateral augments, tibial tray, tibial sleeve, tibial fluted stem, insert).

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.